Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the under responsive ok keypad button was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. A leak test was performed and a display lens leak was found. The pump case was removed and moisture was found on the keypad connector and printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter alleged that the ok keypad button was under responsive. It was noted that keypad cover was missing/peeling. Reportedly, there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.